Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The single board computer was found to be defective ans was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 requires several attempts to fully initialize causing unnecessary delay. There was no adverse pt involvement reported. There was no pt information reported.